Manufacturer narrative:
Complaint conclusion: during a coil embolization procedure for gastrointestinal hemorrhage, when the introducer sheath of the delta plush (cpl100256-30/g14514) was inserted through an unspecified y-connector and the introducer tip was seated into the hub of the unspecified excelsior sl10 (stryker, type unknown), the physician experienced severe resistance into the introducer sheath. Then when he put additional force to push the coil, the introducer sheath was somehow damaged and the coil exposed from the damaged area. Preliminary analysis of the returned device found that the proximal section of the coil has severe compression and buckling damage. The distal section of the coil was undamaged. The delta plush was safely removed from the microcatheter and was replaced for a new one (cpl100256-30, lot unknown). However, after that, the same thing occurred using another delta plush (cpl100206-30/c16465). Therefore, the other delta plush was safely removed again from the microcatheter and was also replaced for a new one (cpl100206-30, lot unknown). There was no coil damage found during product analysis on the second stent used. The procedure was successfully completed with the same microcatheter with no further issues. No patient injury/complications were reported. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and a constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. There was no stretching or unintended detachment observed in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint products are going to be returned for evaluation. No additional information is available. The proximal section of the returned delta plush (cpl100256-30) coil has severe compression and buckling damage. The distal section of the coil is undamaged. The coil's socket ring has been pushed down into the outer sheath. Located 12.5 centimeters off the distal tip of the green introducer, the coil protrudes outside the sheath for a length of 5.0 centimeters. Located at the proximal and distal protrusion sites, there is no external sheath damage that resulted in an opened skive. There are two possible contributing factors to the coils severe resistance during introduction. The first contributing factor may have occurred when the microcoil system was first unlocked for use if the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath is pulled straight back, the locking mechanism will catch the inside the v notch of the resheathing tool. In addition, the locking mechanism may not have been fully disengaged off the core wire. This will produce a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produces significant resistance which may have caused the coils severe compression and buckling damage and caused the coil to protrude outside the sheath. In this condition the coil cannot be advanced into the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines "hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger" this is also shown diagrammatically. It further cautions that "if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1 inch. (2-3cm)." The second possible contributing factor to the coil's resistance during introduction may have been due to distal interference. The source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the return of the sl-10 microcatheter and rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint, event. A definitive root cause of the reported inability to advance the coil system into the microcatheter and the damages noted on the returned device cannot be determined. However, based on the analysis of the device, it appears that procedural factors may have contributed to the event with no indication of any related manufacturing issues. The device labeling outlines appropriate techniques related to the identified potential procedural factors contributing to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
During a coil embolization procedure for gastrointestinal hemorrhage, when the introducer sheath of the delta plush (cpl100256-30/g14514) was inserted through an unspecified y-connector and the introducer tip was seated into the hub of the unspecified excelsior sl10 (stryker, type unknown), the physician experienced severe resistance into the introducer sheath. Then when he put additional force to push the coil, the introducer sheath was somehow damaged and the coil exposed from the damaged area. Additional information received (B)(6) 2013 via the preliminary failure analysis report indicated that the proximal section of the coil has severe compression and buckling damage. The distal section of the coil was undamaged. The delta plush was safely removed from the microcatheter and was replaced for a new one (cpl100256-30, lot unknown). However, after that, same thing occurred using another delta plush (cpl100206-30/c16465). Therefore the other delta plush was safely removed again from the microcatheter and was also replaced for a new one (cpl100206-30, lot unknown). There was no coil damage found during product analysis on the second stent used. The procedure was successfully completed with the same microcatheter with no further issues. No patient injury/complications were reported. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and a constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. There was no stretching or unintended detachment observed in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint products are going to be returned for evaluation. No additional information is available.